Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: unknown acetabular component unknown lot. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
2-year stanmore limb salvage registry report indicates that 1 proximal femur & acetabular component construct was revised. Additionally noted: "haematoma & dislocation of pfr".

Event description:
2-year stanmore limb salvage registry report indicates that 1 proximal femur & acetabular component construct was revised. Additionally noted: "haematoma & dislocation of pfr".

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal femoral replacement, cocr femoral head was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets proximal femoral replacement which was inserted on (B)(6) 2020. The surgeon reported ¿haematoma & dislocation of pfr¿. The x-ray images provided show that the mets proximal femoral implant was dislocated laterally and superiorly, but the haematoma cannot be clearly observed on the image. Therefore, the radiographic review can confirm the clinical report of dislocation and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
2-year stanmore limb salvage registry report indicates that 1 proximal femur & acetabular component construct was revised. Additionally noted: "haematoma & dislocation of pfr"

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mets, proximal femoral replacement, cocr femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.